Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading, with symptoms described as feeling unwell and muscle contractions. The customer reported obtaining a capillary result of 40 mg/dl from reader's built-in meter, but subsequently lost consciousness. The customer reported that upon regaining consciousness, they were able to self-treat with sugar. There was no report of death or permanent injury associated with this event. Customer provided reading comparisons of 331 mg/dl and 237 mg/dl sensor against 137 mg/dl and 80 mg/dl built-in meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading, with symptoms described as feeling unwell and muscle contractions. The customer reported obtaining a capillary result of 40 mg/dl from reader's built-in meter, but subsequently lost consciousness. The customer reported that upon regaining consciousness, they were able to self-treat with sugar. There was no report of death or permanent injury associated with this event. Customer provided reading comparisons of 331 mg/dl and 237 mg/dl sensor against 137 mg/dl and 80 mg/dl built-in meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.